Manufacturer narrative:
(B)(4). This is a report of a use error, where the care giver connected the patient to the patient line before it was properly primed and then primed the line with the patient connected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a care giver connected a patient to a homechoice prior to properly priming the patient line. As a result, the patient was connected during priming. The technical service representative advised the care giver to close all the clamps, disconnect the patient, and to start over using new supplies. The technical service representative assisted in starting over using all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.